Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when add'l reportable info becomes available. (B) (4)

Event description:
Adverse event: soft eye. Malfunction: rebooted system, switched out system. The facility biomedical engineer reported a system message displayed. The facility biomedical engineer stated the event occurred during the fourth case of the day. The system message displayed with the system rebooted. The system message did not clear. The system was switched out and the case was completed. Add'l info rec'd from the nurse stated the event occurred when moving into the extrusion mode. The system message displayed and she rebooted the system. The system was re-primed and she stated the eye went soft. The nurse stated the eye went soft because the plugs wouldn't stay in the eye very well. The nurse didn't think there was anything wrong with the plugs. The nurse stated the case was difficult. No pt injury was reported.